Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain"), embedded device ("essure device in uterine wall and was floating at one point"), pregnancy with contraceptive device ("pregnancy (with complications)") and high risk pregnancy ("high risk pregnancy") in a (B)(6) female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2009, (B)(6) 2013 and (B)(6) 2016). Previously administered products included for an unreported indication: zoloft and nuvaring. (B)(6) on (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and hormone level abnormal ("hormanal alteration"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), adnexa uteri pain ("pain ovaries") and high risk pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), depression ("depression,"), stress ("stress") and anxiety ("anxiety"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,). Essure was removed in (B)(6) 2016. At the time of the report, the pain, embedded device, pregnancy with contraceptive device, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, depression, stress, anxiety, migraine, headache, nausea, weight increased, hormone level abnormal, adnexa uteri pain and high risk pregnancy outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, headache, high risk pregnancy, hormone level abnormal, migraine, nausea, pain, pregnancy with contraceptive device, stress, urinary tract disorder and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information, other relevant history, relevant tests, product information, incident category, events- bladder problem, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, depression, stress, anxiety, device dislocation, migraines, headaches, nausea, pregnancy (with complications), weight gain, hormonal alteration, pelvic pain female, pain ovaries, pregnancy with complications, device ineffective were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure device in uterine wall and was floating at one point"), device expulsion ("essure device in uterine wall / essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium"), pain ("physical pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and high risk pregnancy ("high risk pregnancy") in a 36-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2009, (B)(6) 2013 and (B)(6) 2016). Previously administered products included for an unreported indication: zoloft and nuvaring. Concurrent conditions included cramp in lower abdomen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormanal alteration"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, high risk pregnancy (seriousness criterion medically significant), adnexa uteri pain ("pain ovaries"), weight increased ("weight gain"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), stress ("stress"), depression ("depression,"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pain, pregnancy with contraceptive device, high risk pregnancy, alopecia, stress, depression, anxiety, hormone level abnormal, adnexa uteri pain, weight increased, urinary tract disorder, bladder disorder, nausea, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, high risk pregnancy, hormone level abnormal, migraine, nausea, pain, pregnancy with contraceptive device, stress, urinary tract disorder and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months. On unknown date hysterosalpingogram performed : 1 filling and spillage of the right fallopian tube with the right sided essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium. 2. No left fallopian tube filling and spillage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device in uterine wall and was floating at one point/migration of essure device location of device: right essure coil located within the fundal myometrium,malposition of essure device location of device: right essure coil located in myometrium"), device expulsion ("essure device in uterine wall / essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium, migration of essure within the fundal myometrium,malposition of essure within the fundal myometrium"), pain ("physical pain"), pregnancy with contraceptive device ("pregnancy (with complications)/high risk pregnancy"), high risk pregnancy ("high risk pregnancy") and thermal ablation ("thermal ablation") in a 36-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 2013 and (B)(6) 2016), depressive disorder, amenorrhea, vaginal delivery, multigravida, parity 2 and termination of pregnancy. *on (B)(6) 2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months. On unknown date hysterosalpingogram performed : filling and spillage of the right fallopian tube with the right sided essure coiling device projecting over the cornual region of the uterus, possibly within the myometriurn. No left fallopian tube filling and spillage. (B)(6) 2015; pregnancy test and ultrasound to confirm (unspecified). Current weight as of (B)(6) 2018: 150 lbs. Approximate weight at the time of essure placement 175 lbs. Previously administered products included for an unreported indication: zoloft and nuvaring. Concurrent conditions included cramp in lower abdomen, obesity, stress, insomnia, irritability, panic attacks, left lower quadrant pain and vaginal delivery. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), stress ("stress"), dysmenorrhoea ("dysmenorrhea (cramping) severe") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormanal alteration"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, adnexa uteri pain ("pain ovaries,sides/ovaries,pain severe and persistent pain in my sides/ovaries") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problem"), was found to have a high risk pregnancy (seriousness criterion medically significant) and underwent thermal ablation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full) and salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pain, pregnancy with contraceptive device, high risk pregnancy, alopecia, hormone level abnormal, adnexa uteri pain, weight increased, urinary tract disorder, bladder disorder, migraine and dyspareunia outcome was unknown and the stress, depression, anxiety, nausea, headache and dysmenorrhoea had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2016. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, high risk pregnancy, hormone level abnormal, migraine, nausea, pain, pregnancy with contraceptive device, stress, thermal ablation, urinary tract disorder and weight increased to be related to essure. The reporter commented: trailing coils: left- 5 , right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Cytology - on (B)(6) 2016: negative for intraepithelial lesion or malignancy. Pathology test - on an unknown date: anatomical evaluation of the fetus revealed no evidence of abnormalities. Appropriate growth is documented. Amniotic fluid volume is normal. There are limitations to ultrasound in the detection of fetal anomalies and (aneuploidy, long, closed cervix 37 mm. An essure device is identified near the left cornual region. Ultrasound scan - on (B)(6) 2015: intrauterine gestation with gestational sac too small to date; no fetal pole or cardiac activity yet seen ,likely due to early dates. The left essure device may not be appropriately positioned, correlate clinically.; on (B)(6) 2015: interval fetal growth since the last ultrasound has been acceptable. The fetal size on today's ultrasound is appropriate for gestational age. Displaced essure device noted in left cornual area; on (B)(6) 2015: the fetal size on today's ultrasound is appropriate for gestational age; on (B)(6) 2016: malpositioned bilateral fallopian tube occlusion coils appear similar in position to the ultrasound from (B)(6) 2015. 2. Heterogeneous endometrium with small foci of mildly complex fluid within the endometrial canal, likely representing blood products.. Ultrasound scan vagina - on (B)(6) 2013: single intrauterine gestation with an estimated age of six weeks and five days. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device expulsion concerning the injuries reported in this case, the following ones were confirmed via patient¿s medical record : anxiety,depression,pregnancy,essure device noted in left upper uterus - partially protruding into gestational sac membranes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs+mr received : outcome of the event headaches, dysmenorrhea, depression, anxiety, stress, nausea, was changed from unknown to recovered/resolved. Reporter information added. Medical history and concomitant conditions added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device in uterine wall and was floating at one point/migration of essure device location of device: right essure coil located within the fundal myometrium,malposition of essure device location of device: right essure coil located in myometrium'), device expulsion ('essure device in uterine wall / essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium,migration of essure within the fundal myometrium,malposition of essure within the fundal myometrium'), pain ('physical pain'), pregnancy with contraceptive device ('pregnancy (with complications)/high risk pregnancy'), high risk pregnancy ('high risk pregnancy') and thermal ablation ('thermal ablation') in a 36-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2009, (B)(6) 2013 and (B)(6) 2016), depressive disorder, amenorrhea, vaginal delivery, multigravida, parity 2 and termination of pregnancy. On (B)(6) 2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months. On unknown date hysterosalpingogram performed : 1. Filling and spillage of the right fallopian tube with the right sided essure coiling device projecting over the cornual region of the uterus, possibly within the myometriurn. 2. No left fallopian tube filling and spillage. (B)(6) 2015; pregnancy test and ultrasound to confirm (unspecified). Current weight as of (B)(6) 2018: 150 lbs. Approximate weight at the time of essure placement 175 lbs. Previously administered products included for an unreported indication: zoloft and nuvaring. Concurrent conditions included cramp in lower abdomen, obesity, stress, insomnia, irritability, panic attacks, left lower quadrant pain and vaginal delivery. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), stress ("stress"), dysmenorrhoea ("dysmenorrhea (cramping) severe") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal alteration"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, adnexa uteri pain ("pain ovaries,sides/ovaries,pain severe and persistent pain in my sides/ovaries") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problem"), malaise ("sick") and emotional distress ("emotional stress"), was found to have a high risk pregnancy (seriousness criterion medically significant) and underwent thermal ablation (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full) and salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pain, pregnancy with contraceptive device, high risk pregnancy, alopecia, hormone level abnormal, adnexa uteri pain, weight increased, urinary tract disorder, bladder disorder, migraine, dyspareunia, malaise and emotional distress outcome was unknown and the stress, depression, anxiety, nausea, headache and dysmenorrhoea had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, emotional distress, headache, high risk pregnancy, hormone level abnormal, malaise, migraine, nausea, pain, pregnancy with contraceptive device, stress, thermal ablation, urinary tract disorder and weight increased to be related to essure. The reporter commented: trailing coils: left- 5 , right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Cytology - on (B)(6) 2016: negative for intraepithelial lesion or malignancy. Pathology test - on an unknown date: anatomical evaluation of the fetus revealed no evidence of abnormalities. Appropriate growth is documented. Amniotic fluid volume is normal. There are limitations to ultrasound in the detection of fetal anomalies and (aneuploidy, long, closed cervix 37 mm. An essure device is identified near the left cornual region. Ultrasound scan - on (B)(6) 2015: intrauterine gestation with gestational sac too small to date; no fetal pole or cardiac activity yet seen ,likely due to early dates. The left essure device may not be appropriately positioned, correlate clinically.; on(B)(6) 2015: interval fetal growth since the last ultrasound has been acceptable. The fetal size on today's ultrasound is appropriate for gestational age. Displaced essure device noted in left cornual area; on (B)(6) 2015: the fetal size on today's ultrasound is appropriate for gestational age; on (B)(6) 2016: malpositioned bilateral fallopian tube occlusion coils appear similar in position to the ultrasound from (B)(6) 2015. 2. Heterogeneous endometrium with small foci of mildly complex fluid within the endometrial canal, likely representing blood products.. Ultrasound scan vagina - on (B)(6) 2013: single intrauterine gestation with an estimated age of six weeks and five days. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device expulsion concerning the injuries reported in this case, the following ones were confirmed via patient¿s medical record : anxiety,depression,pregnancy,essure device noted in left upper uterus - partially protruding into gestational sac membranes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: events: sick and emotional stress added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure device in uterine wall and was floating at one point"), device expulsion ("essure device in uterine wall / essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium"), pain ("physical pain"), pregnancy with contraceptive device ("pregnancy (with complications)/high risk pregnancy"), high risk pregnancy ("high risk pregnancy") and thermal ablation ("thermal ablation") in a 36-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity (B)(6)2009, (B)(6)2013 and (B)(6)2016). Previously administered products included for an unreported indication: zoloft and nuvaring. Concurrent conditions included cramp in lower abdomen and obesity. On (B)(6)2013, the patient had essure inserted. In november 2013, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormanal alteration"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In may 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, adnexa uteri pain ("pain ovaries"), weight increased ("weight gain"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant), stress ("stress"), depression ("depression,"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problem") and thermal ablation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,). Essure was removed in september 2016. At the time of the report, the embedded device, device expulsion, pain, pregnancy with contraceptive device, high risk pregnancy, alopecia, stress, depression, anxiety, hormone level abnormal, adnexa uteri pain, weight increased, urinary tract disorder, bladder disorder, nausea, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, high risk pregnancy, hormone level abnormal, migraine, nausea, pain, pregnancy with contraceptive device, stress, thermal ablation, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. On (B)(6)2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months. On unknown date hysterosalpingogram performed : 1.filling and spillage of the right fallopian tube with the right sided essure coiling device projecting over the cornual region of the uterus, possibly within the myometriurn. 2. No left fallopian tube filling and spillage. (B)(6)2015; pregnancy test and ultrasound to confirm (unspecified). Current weight as of (B)(6)2018: 150 lbs. Approximate weight at the time of essure placement 175 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device expulsion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new event: high risk pregnancy added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure device in uterine wall and was floating at one point"), device expulsion ("essure device in uterine wall / essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium"), pain ("physical pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and high risk pregnancy ("high risk pregnancy") in a 36-year-old female patient who had essure (batch no. B34601(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (B)(6) 2009, (B)(6) 2013 and (B)(6) 2016). Previously administered products included for an unreported indication: zoloft and nuvaring. Concurrent conditions included cramp in lower abdomen. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormonal alteration"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In may 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, high risk pregnancy (seriousness criterion medically significant), adnexa uteri pain ("pain ovaries"), weight increased ("weight gain"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), stress ("stress"), depression ("depression,"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,). Essure was removed in september 2016. At the time of the report, the embedded device, device expulsion, pain, pregnancy with contraceptive device, high risk pregnancy, alopecia, stress, depression, anxiety, hormone level abnormal, adnexa uteri pain, weight increased, urinary tract disorder, bladder disorder, nausea, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, high risk pregnancy, hormone level abnormal, migraine, nausea, pain, pregnancy with contraceptive device, stress, urinary tract disorder and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months. On unknown date hysterosalpingogram performed : 1. Filling and spillage of the right fallopian tube with the right sided essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium. 2. No left fallopian tube filling and spillage concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complain. On (B)(6) 2018: correction during routine quality activity: pregnancy outcome amended from ongoing to live birth, child not healthy and incident category for pregnancy and high risk pregnancy amended to other event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure device in uterine wall and was floating at one point"), device expulsion ("essure device in uterine wall / essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium"), pain ("physical pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and high risk pregnancy ("high risk pregnancy") in a 36-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (on (B)(6) 2009, (B)(6) 2013 and (B)(6) 2016). Previously administered products included for an unreported indication: zoloft and nuvaring. Concurrent conditions included abdominal pain lower. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormonal alteration"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, high risk pregnancy (seriousness criterion medically significant), adnexa uteri pain ("pain ovaries"), weight increased ("weight gain"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), stress ("stress"), depression ("depression,"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pain, pregnancy with contraceptive device, high risk pregnancy, alopecia, stress, depression, anxiety, hormone level abnormal, adnexa uteri pain, weight increased, urinary tract disorder, bladder disorder, nausea, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, high risk pregnancy, hormone level abnormal, migraine, nausea, pain, pregnancy with contraceptive device, stress, urinary tract disorder and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results: on (B)(6) 2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months. On unknown date hysterosalpingogram performed: filling and spillage of the right fallopian tube with the right sided essure coiling device projecting over the cornual region of the uterus, possibly within the myometrium. No left fallopian tube filling and spillage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: device expulsion. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received, medically confirmed reporter added, patient concomitant condition added. Lab data added, event added: device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pain ("physical pain"), embedded device ("essure device in uterine wall and was floating at one point"), pregnancy with contraceptive device ("pregnancy (with complications)") and high risk pregnancy ("high risk pregnancy") in a 36-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2009, (B)(6) 2013 and (B)(6) 2016). Previously administered products included for an unreported indication: zoloft and nuvaring. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormonal alteration"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, high risk pregnancy (seriousness criterion medically significant), adnexa uteri pain ("pain ovaries"), weight increased ("weight gain"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), stress ("stress"), depression ("depression,"), anxiety ("anxiety"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysteroscopy,). Essure was removed in (B)(6) 2016. At the time of the report, the pain, embedded device, pregnancy with contraceptive device, high risk pregnancy, alopecia, stress, depression, anxiety, hormone level abnormal, adnexa uteri pain, weight increased, urinary tract disorder, bladder disorder, nausea, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, headache, high risk pregnancy, hormone level abnormal, migraine, nausea, pain, pregnancy with contraceptive device, stress, urinary tract disorder and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014, it was confirmed that one tube was blocked and that the other would be blocked in an additional 3 months most recent follow-up information incorporated above includes: on (B)(6) 2018: case correction: pregnancy field changed from unknown to yes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.